Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section b1 and b2, provide additional information to section b5, the confirmed lot number, expiration date, UDI in section d4, update section h4 and provide the DHR review.

Event description:
Additional information was received on 11august2021: twenty-five minutes of manual pressure was applied to the femoral artery. A femstop device was applied for pressure on the femoral artery to stop the bleeding.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to correct section b2 and provide the DHR review. In follow up no. 2, the death box was accidentally checked and the DHR review was not in section h10. Section b2 has been updated with the correct information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed. Since the product was not available for evaluation, the exact root cause of the allegation could not be determined. A supplier corrective action report (scar) was initiated to investigate this issue. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date: device was not explanted. Occupation: evt sister. The actual device was not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that (B)(6) was using a angio-seal this afternoon and it failed to deploy. Additional information was received on 28april2021: the doctor was using angio-seal evo during a case and the tamper failed to appear, seemed to have been caught or stuck inside the handle. There was no green marker was visible. The doctor was able to tease the tamper tube from inside the handle and tamper the collagen down manually. The case was successfully completed.